Event description:
It was reported that the user awoke to find the ilet screen cracked after likely rolling onto the device, which prevented unlocking and normal operation; the issue aligned with a device display hardware failure and was addressed through troubleshooting and education followed by shipment of a replacement. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and no alerts or alarms were reported. Outcomes included no injury, no hospitalization, and continued glucose monitoring with the user¿s cgm and phone or receiver while awaiting the replacement. Investigation included case intake review and user education on data sync, shutdown, return, and re-startup procedures. Investigation of this case revealed physical damage to the display consistent with external mechanical stress, with the affected component being the screen assembly and no functional alarms observed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.